Manufacturer narrative:
The tech found that foot end brake casters had damaged stems most likely caused by normal wear and tear. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the foot end brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the foot end brake casters do not hold. The bed was located in the bed repair area at the facility. There was no pt/user injury reported. (B)(4).